Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The reported product was returned and evaluation was performed. The cable connector was found to be irrepairable. It was confirmed that the cable connector was damaged by heat. The cable connector showed signs of wear and tear. The reported issue is tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the bipolar cord sparked and was smoking in the middle of a case. There was no injury to the patient or the operator. No additional information was provided.